Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 172 mg/dl and sensor glucose was 80 mg/dl at the time of incident when it triggered threshold suspend. The customer's blood glucose was 166 mg/dl and sensor glucose was 119 mg/dl at the time of incident. The customer stated that there were bent cannulas. The customer mentioned that she received calibration error alarms from the previous sensors. The customer stated that there were no bent cannulas. The customer was explained how the glucose travels in the body. The sensor will be returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance testing and the sensor passed per specifications. Performed bicarbonate buffer testing and the sensor passed with accurate readings.